Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the c-34 error and replaced the generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the integrated electrosurgical unit (iesu); however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the user encountered error c-34 and no energy was delivered from the instrument when activating the bipolar energy. The user restarted the erbe generator, but the issue persisted. The user confirmed that the monopolar energy still worked as expected. The user received phone assistance from the technical support engineer (tse). The tse advised the user to connect the power cord of the erbe generator to the power outlet or wall directly from the power strip or use an external generator to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked before use, and no issues were detected. The reporter confirmed that the erbe was replaced with a force triad generator and the user continued and completed the procedure robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) generator was placed on an in-house system, was run in normal mode and failed. The c-34 error was confirmed through log review.

Event description:
Refer to h10/h11 for follow-up information.